Event description:
A malfunction alarm, identified by the code ¿malf 12,¿ was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump and assisted the customer with the process. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and to call back if the issue happened again.